Event description:
It was reported by the patient that they could hear a click as if the cannula inserted back into the pod then pushed away from arm indicating a needle mechanism failure. The pink slide moved forward but the cannula was not visible before the pod was removed.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Manufacturer narrative:
No damages or defects were observed that would result in the cannula retracting. The needle mechanism was reset to the not deployed position, and the device functioned as intended during manual deployment. The cause of the reported event could not be determined.